Event description:
Additional information was received that the replacement serial adapter cable resolved the issues. Also, the suspected faulty serial cable was discarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a usb to db9 serial adapter cable was not functioning and the message "unable to open port" was received. The issue resolved if the serial cable was held in a certain way. No additional relevant information has been obtained to date. The suspect adapter cable has not been received by the manufacturer for analysis to date.